Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high/undefined impedances, a loss of capture and sensing, and a lead fracture was suspected. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.